Manufacturer narrative:
Visual inspection of the lead model 3389s-40, lot # v777071 found the distal end to be bent. The proximal end of the lead appeared okay. No setscrew marks were observed and lead connectors appeared to be okay. The outer insulation was intact and a functional test found continuity acceptable.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the surgeon believed prior to surgery that contact #0 was out of alignment with the other contacts. The lead was not used with the patient. There was no patient injury. The patient recovered without sequela.